Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the ipg was causing discomfort to the patient. The physician revised the ipg site from the shoulder to the buttock on (B)(6) 2011. The physician allegedly added two 60 cm extensions during the procedure, and intraoperative testing showed normal impedance readings. Follow up on the patient found no further issues reported. As no product was explanted, there will be no product returning to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.